Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# unknown implanted: explanted: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. It was reported that the cause of the heating was not determined. It was unknown when the patient's next appointment was to occur. It was noted that after this, the patient had not visited the outpatient clinic and the resolution status could not be confirmed.

Manufacturer narrative:
Continuation of d10: product ID neu_recharger_acc, serial# unknown, product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: neu_recharger_acc, serial/lot #: unknown, b3: year valid. G2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the implanted neurostimulator (ins) implantation site became slightly warm during charging, and that heat continued for a while even after charging. It was reported that the patient was in a position leaning against the back of a chair and that the pressure might have been the cause. The issue has resolved. Additional information was received. It was stated that this issue began sometime between march and april. It was confirmed that the patient said that the implantation part has become warmer. It was stated that is unknown if the patient¿s recharger was heating up while they were leaning against the chair, but the rep then stated during charging, the recharger can get hot, so there is a possibility of that being the cause of this issue. There are no plans to address this issue at this time, they plan to conduct a hearing on whether or not there is a recurrence at the next visit. It is currently unclear whether it has recurred. Additional information was received. It was stated that the rep was informed that both the recharger antenna and ins got warm. Recharger model not known. Next appointment for the patient has not been scheduled.